Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported that during the index procedure, a type ia endoleak was suspected on final angiography. Ballooning was performed again and another angiography confirmed the endoleak was still present. Intervention was performed and an aortic cuff etcf2828c49ej was implanted. Following this, it was said the endoleak decreased but was still remaining at the end of the procedure. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be fully confirmed on the films received; therefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the image provided; thereby, making determination of the endoleak difficult. While a proximal type ia endoleak cannot be ruled out, this endoleak could also have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned image did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.